Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is showing power-up test fails code #10 in normal mode and customer couldn¿t find any electrical test failure code or faults and even any alarms in the log, there was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1,g1, g3,g6, h2, h3, h6 ( type of investigation, investigation findings, component code investigation conclusion)h11. A getinge field service engineer (fse) checked and replaced the "mca000000108"- rtc nvram ic with new one. Than the unit had performed all the calibrations and pm checks as per the checklist. After that the fse had checked and verified the unit which is being functioning well in clinical mode with balloon & trainer.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is showing power-up test fails code #10 in normal mode and customer couldn¿t find any electrical test failure code or faults and even any alarms in the log.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.